Event description:
The customer observed falsely elevated potassium result generated from an architect c8000 analyzer. The customer indicated that the discrepant result was not reported to the patient¿s healthcare provider and provided the following data (normal range 3.4-5.1 mmol/l): sample ID 11l0107001 initial result was 7.0 mmol/l, repeat result was 5.0 mmol/l there was no reported impact to patient management.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The architect c8000, serial number (B)(6) was assessed due to false elevated potassium results, while using ict sample diluent list number 02p32-50, lot number was unknown. Return testing was not completed as returns were not available. Tracking and trending review did not identify any trends related to the ict sample diluent or complaint issue. A review of the manufacturing documentation did not identify any issues associated with the ict sample diluent or the complaint issue. Quality control result was within expected range during discrepant potassium result indicating the acceptable performance of the reagent on the instrument. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c8000, serial number (B)(6) or ict sample diluent was identified.

Event description:
The customer observed falsely elevated potassium result generated from an architect c8000 analyzer. The customer indicated that the discrepant result was not reported to the patient¿s healthcare provider and provided the following data (normal range 3.4-5.1 mmol/l): sample ID (B)(6) initial result was 7.0 mmol/l, repeat result was 5.0 mmol/l there was no reported impact to patient management.